Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot .a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 3 false positive sars results. Customer states 1 result was negative by pcr and the other two patients were negative when rerun at a later time on the same instrument (time between testing is unknown). Report 3 of 3.